Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Customer stanted she changed her infusion set and her blood glucose was running high so she kept bolusing. Customer stated pump never alarmed her the insulin was delivering.